Event description:
I had a prolapsed bladder and uterus. I had the ethicon bladder sling implanted for the "pop anx" also a partial hysterectomy and for 2 months after that, I was experiencing extreme frequent and painful urination. At my post op appt, my dr put me of vesicare for the frequency and also a vaginal estrogen cream to help the feeling of a bulge in the vaginal opening. I did not feel any bulging before the surgery when my bladder was in the vaginal opening before surgery. I was told the bulge that I was feeling was probably the urethra. In (B)(6) 2011, I had another surgery to loosen the mesh as it was determined that the mesh was too tight and causing the frequent urination and I also had urinary retention. Since the revision, for a while, things were better and now having problems with urgency issues with urination and leakage of the bowels. I did not have any of these problems before the original surgery when the sling was implanted. As for sexual relations, after the first surgery, it was extremely painful and after the second surgery, it is still uncomfortable but tolerable. I am also having lower abdominal cramping and some discharge. I do experience pain in the legs when sitting on the stool. With the bowel leakage, most of the time, I can't feel it when it happens and then I get so sore that sitting down is questionable and walking is about out of the question. As I stated earlier, I did not experience any of these issues before this device was implanted.